Event description:
It was reported that the system had a communication failed error. The field engineer noted that the customer could not use c-arm, there was no fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib coin battery was evaluated and replaced. The backplane and fuses were evaluated and reseated. The system was tested and found to be working as intended and returned to service.